Manufacturer narrative:
Device was received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was not working as well as not alarming when they got water on insulin pump. The customer¿s blood glucose level was 13 mmol/l. Customer reported that there was a crack in case on the backside of the battery compartment. Customer tried to wipe away the moisture with a que tipp but sadly insulin pump still not turning on. The insulin pump will be returned for analysis.